Manufacturer narrative:
(B)(4) section d4: the f&p healthcare representative reported that complete device identification information was not available. Section h11: the subject mr290v vented autofeed humidification chamberhas been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in missouri reported via a fisher & paykel (f&p) healthcare facility that an mr290v vented humidification chamber was leaking. It was also reported that the chamber and the circuit were used on the patient for more than a month. There was no patient consequence.

Event description:
A healthcare facility in missouri reported via a fisher & paykel (f&p) healthcare field representative that an mr290v vented humidification chamber was leaking. It was also reported that the chamber and the circuit were used on the patient for more than a month. There was no patient consequence.

Manufacturer narrative:
(B)(6). Section d4: the f&p healthcare representative reported that complete device identification information was not available. Method: the subject mr290v humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information, and description of events provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility stated that the mr290v humidification chamber was leaking. Conclusion: without the return of the subject device, photographs or further information, we are unable to determine the exact cause of the reported fault. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use beyond 14 days maximum duration of use. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. Use usp sterile water for inhalation equivalent for humidification. Do not add other substances to the water. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.